Event description:
On (B)(6) 2012, it was reported that the physician had been experiencing issues with his upgraded software over the last two weeks in that it would freeze at the interrogation successful screen. The physician performed hard resets on the handheld, which allowed the software to work for a time; however, the software would freeze again eventually. No patient was affected by the screen freeze; however, a new handheld and software was requested. The physician's handheld and software was returned to the company on (B)(4) 2012 and is pending product analysis.

Event description:
Product analysis of the handheld computer and 8.1 programming software/flashcard was completed and approved on (B)(6) 2012. Analysis performed on the handheld confirmed that no malfunction was suspected or identified as no anomalies were noted during testing with the ac adapter and fully charged main battery. The handheld performed according to functional specifications. Analysis performed on the flashcard could not verify the "frozen screen during interrogation" allegation. The flashcard and software performed according to specifications. No anomalies associated with flashcard software or databases were identified during the flashcard analysis.

Manufacturer narrative:
.